Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guide wire tip detachment occurred. The lesion was at anastomosis site of cephalic vein. The length of the lesion is approximately 1cm. There was no calcification. % of stenosis is unknown but it was severely stenosed. A 135cm model-"transend" guide wire was advanced to cross the lesion. However, it was noted that the tip of the guidewire got detached and had to be surgically removed. Since the detached guidewire tip was surgically removed the shunt was no longer able to be used. The shunt was then reconstructed at slightly central side. The procedure was successfully completed with a different sized device. The current patient condition is good.

Event description:
It was reported that guide wire tip detachment occurred. The lesion was at anastomosis site of cephalic vein. The length of the lesion is approximately 1cm. There was no calcification. % of stenosis is unknown but it was severely stenosed. A 135cm model-transend guide wire was advanced to cross the lesion. However, it was noted that the tip of the guidewire got detached and had to be surgically removed. Since the detached guidewire tip was surgically removed the shunt was no longer able to be used. The shunt was then reconstructed at slightly central side. The procedure was successfully completed with a different sized device. The current patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The device is broken and the body has kinks along the body. The two pieces of device came back together, they were approximately 135 cm but they were too kinked to measure correctly. The outer diameters of the device sections were within specification.